Event description:
It was reported that the pt underwent elbow surgery. Three days post-op there was no drainage noted in the reservoir, and the drain was removed. There was no adverse consequence to the pt.